Event description:
It was reported that oversensing occurred which caused the patient to receive spurious shocks. A lead fracture was suspected. The pace/sense portion of the lead was capped. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event. 3500a received reporting oversensing occurred resulting in pt receiving shocks.